Manufacturer narrative:
The customer stated the leak was from compartment a center under label area of the cartridge. The customer checked the other cartridge in the box, but no leak was observed. The customer wiped leaking cartridge area using personal protective equipment. The customer was sent replacement reagent.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a reagent leak on the side of synchron ck reagent cartridge. There was no exposure to uncovered wounds or mucous membranes. No injury was reported.